Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call, the insulin pump alerted low battery and in less than 24 hours the device alarmed off no power. Customer's blood glucose was unknown. The device also alarmed spi to motor pic communication error. The device started to count down, cleared alarm. Then the device alarmed off no power. Customer was advised the device needed to be replaced and agreed to return the device for analysis.